Event description:
It was reported that during the procedure, while the surgeon was reaming, the patients blood pressure dropped significantly. The surgeon stopped reaming and the blood pressure returned to normal, so the surgeon resumed reaming and, again, the patients blood pressure dropped. The surgeon stated that the patients blood pressure and other vital signs returned to normal as soon as the reaming was stopped. The surgeon completed the procedure and the patients vital signs remained stable. It is reported that the patient is recovering well. This is report 1 of 1 for file (B)(4). This report is for the unknown ria (reaming, irrigating, aspirating) system.

Manufacturer narrative:
This device is intended for treatment, not diagnosis. This report is for an unknown ria (reaming, irrigating, aspirating) system, part number 314.745s or 314.746s. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.